Manufacturer narrative:
The investigation for the console (aic) yellow alarm issue has been completed. The data logs were reviewed which align with a transient loss of optical data. The aic logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. The aic was returned for evaluation. Upon functional testing, the failure mode was not reproduced while running a known good pump. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue. F.6 and f.8 dates were reported on manufacturer device report number and should not have been.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that following the implant, it was unable to start due to an automated impella controller (aic) error. A new console was obtained, and the pump was transferred over successfully. The patient condition declined, and the decision was made to withdraw care and the patient expired. Per abiomed's medical safety officer review, there is not enough information to associate use of device with outcome.